Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.(B)(4)

Event description:
Caller reported the infusion sets would not stick. Caller stated the issue is intermittent. Caller alleges the adhesive is defective. No adverse event reported. Requested return of the alleged device for evaluation.